Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal extension to treat an abdominal aortic aneurysm on (B)(6) 2014. Approximately 3 years from initial implant the patient complained of stomach pain. A type 3a endoleak with separation was identified. The physician elected to explant the devices. Patient is currently in stable condition. There have been no additional patient sequelae reported.